Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient typically has to charge every other day but since saturday, the patient has had to charge less frequently. It was also reported that since saturday, the patient has had a return of symptoms. The patient's ins showed 100% on the insr and the ins was on. No further complications were reported as a result of this event.